Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips formed scissored after the initial clip application. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.